Manufacturer narrative:
It was reported that the urinary catheter balloon fully deflated after insertion into the patient and the device came out of the patient. According to the reporting facility, this occurred a total of three (3) times with this particular patient and that a new urinary catheter was inserted each time the device came out. There was no adverse effect or impact to the patient. No sample was returned to the manufacturer for evaluation. A root cause was unable to be determined. Due to the reported need for medical intervention to insert a new urinary catheter, this medwatch is being filed. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that the urinary catheter balloon fully deflated after insertion.

Manufacturer narrative:
Correction made to g4.